Event description:
The device was started up at 23:18:34 on (B)(6) 2022. At 23:18:34, an arrhythmia was detected. ECG shows af with rvr @ 170 bpm with pvcs/nsvt. At 23:19:12, the patient received the inappropriate treatment. The patient was in nsvt prior to the treatment. Nsvt contributed to the false detection. The rhythm at the time of treatment was nsvt. The post shock rhythm was vt @ 190 bpm with motion artifact. At 23:19:39, the patient received the first appropriate treatment. The rhythm at the time of treatment was vt @ 190 bpm with motion artifact. The post shock rhythm was vt @ 180 bpm with motion artifact. At 23:20:07, the patient received the second appropriate treatment. The rhythm at the time of treatment was vt @ 180 bpm with motion artifact. The post shock rhythm was vt @ 180 bpm with motion artifact. At 23:20:35, the patient received the third appropriate treatment. The rhythm at the time of treatment was vt @ 180 bpm with motion artifact and escape beats. The post shock rhythm was vt @ 170 bpm with motion artifact. At 23:20:56, the patient received the fourth appropriate treatment. The rhythm at the time of treatment was vt @ 180 bpm with motion artifact. The post shock rhythm was vt @ 170 bpm with motion artifact degrading to vf. The electrode belt was disconnected at 23:45:05 on (B)(6) 2022.

Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.